Event description:
Rptr started having respiratory problems, from the use of powder free latex gloves, slightly powdered latex gloves with absorbable dusting powder, and single sterile latex gloves. Rptr's respiratory symptoms include, sneezing, shortness of breath, wheezing, watery eyes, itchy ears and throat. Rptr has had to take medications when reported symptoms occur.